Event description:
It was reported that the patient¿s device was functioning properly. The patient¿s pain areas were being covered with stimulation. However, the stimulation was not reducing the pain as much as the patient wanted. Adaptive stimulation was set up and the patient was discussing other treatment options with their doctor.

Event description:
It was reported that the patient had never had therapeutic effect. Since the implant they had not gotten pain relief in their right leg. The patient had been reprogrammed previously but they still had more stimulation going to their left leg and not to their right leg where they needed it. The patient had not been programmed for their back yet at the time of the report. The patient noted that their stimulation was shutting off by itself and the issue had been present since the implant. The patient noticed that if they were walking more than 15 to 20 minutes the stimulation would shut off by itself. The patient would verify that their therapy was off with their patient programmer and they would have to turn their stimulation back on. The patient had an appointment set for december 4th to meet with a manufacturer representative for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).